Event description:
An adverse event was reported involving the medical device nc410t - excia plasmapore-cap 8/10 size 10mm. Specifically, it was reported that the implanted hip system required revision surgery. Removal and replacement of the medical device were performed due to a fracture of the implant neck component. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.